Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient observed a yellow wrench alarm on the system controller. The patient came in to clinic and the system controller was interrogated by the lvad clinician, and a pump stoppage event was observed. The system controller log file reviewed by the manufacturer¿s technical services representative contained low speed hazard events as well as pump stoppages. The patient was asymptomatic. On (B)(6) 2016, an external driveline evaluation was performed by the manufacturer¿s technical services representatives and no open wires were found. Alarms were unable to be reproduced when the external part of the driveline was palpated, or when the patient performed body movements. The patient was provided with an ungrounded power module patient cable for use with the power module. No additional issues have been reported.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported pump stoppages. The submitted log file showed that three transient low speed/pump stoppage events were captured on (B)(6) 2016, resulting in low speed advisory/hazard alarms. All interruptions in pump function occurred while the system was connected to the power module and appeared consistent with a potential driveline wire compromise; however, driveline wire damage could not be confirmed because the device remains in use. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.